Manufacturer narrative:
Age/date of birth: unknown, not provided, gender/sex: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI # is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as lot number was not provided. Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. An attempt was made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the intraocular lens was implanted, during irrigation/ aspiration (I/a), the doctor noticed a small fragment of material in the patient's operative eye which he removed and kept. The doctor thinks that the fragment came from the cartridge. No further information was provided.

Manufacturer narrative:
Additional information: only particle was returned, no device. The particle was sent to an independent lab for evaluation further analysis. The independent lab results: ftir (fourier transform infrared spectroscopy). Ftir analysis indicated that the foreign material is consistent with a polypropylene. A mixture of polypropylene can be any type of plastic material. Evaluation of the materials used as part of the coated cartridge manufacturing process was performed and the part (cartridge, molded, platinum 1 series) material is polypropylene. Based on the information provided by the customer in the complaint record, the cartridge used for the surgery was not returned. Without the used unit it cannot be confirmed if the foreign matter/material originated from the unit (cartridge). Product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.